Manufacturer narrative:
(B) (4). (B) (4) - wound dehiscence. The product upon which this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a surgical procedure on the right colon by coelioscopy on (B) (6) 2010 and suture was used on the digestive tissue. The pt developed fever and peritonitis a few days after the procedure. The pt underwent a second surgical procedure on (B) (6) 2010 to repeat the anastomosis as the anastomosis had broken.